Manufacturer narrative:
. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a cook coda lp balloon catheter ruptured. The device was being used for touch up after stent graft placement. The physician indicated that touch up was being completed near the peripheral bare stent and the barb may have interfered. After the rupture occurred, another balloon of the same specifications was used. The procedure was completed without issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.